Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the product was used and its support base melted at the time of use. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This analysis is based on an image sent by the account and is not of the instrument. Image 1 : image of what looks like an har36 partial tissue pad. Image 2: the image is of the distal end of the instrument where the clamp arm is seen. The tissue pad on the clamp arm appeared to be damaged and melted. Image 3: this is an image of the tyvek of an har36e. Image 4: image of tyvek with a batch of n92c9m and an expiration of 2021-07-31. Image 5: the image is of the distal end of the instrument where the clamp arm is seen. The tissue pad on the clamp arm appeared to be damaged and melted. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Should the sample become available please contact the clinical inquiry service or your sales representative

Manufacturer narrative:
(B)(4). Batch # n92c9m the device was returned with the tissue pad damaged, melted, not all present and a piece was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.